Manufacturer narrative:
The device ro 14 030 has been inspected for investigation purposes. An analysis of the software logs was completed. It was identified that the software communication errors were caused by excessive force on the robot arm by the user. No device failure was detected.

Event description:
It has been reported that during a surgery, a software failure has been detected. It was reported that when the staff was performing a registration, the robotic arm could not move in cooperative mode a communication failure occurred and the controller began to beep. The surgeon reported that he was able to plan the points on the face for contactless registration, but when it came time for him to move the arm in cooperative mode, regardless of whether or not the arm was put in fast or slow, the arm refused to move. He said that his staff had tried this about 10 times and the arm continued to have a communication failure and shut down. It has been reported that the surgery has been cancelled.